Event description:
During a patient use, it was reported that the device would not complete the boot up cycle while attempting to power on. However, the reported failure had no adverse effects on the patient.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed an intermittent power failure. Physio determined the cause of the failure to be the (B) (4) usb cable. Physio replaced the usb cable from the customer stock and completed other unrelated repairs. Proper device operation was confirmed through functional and performance testing before it was returned to the customer for use. Further evaluation of the removed usb cable at the failure analysis center found it intermittently causing a test mock-up device to lose power and/or inhibit it from powering on while connected. Further cause for the cable failure was an electrical short.